Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication during the use of a radio frequency ablation catheter: transient complete atrioventricular (av) block after ablation was observed in 12 patients, which resolved later; five (5) patients developed right bundle branch block, while one (1) patient developed persistent complete av block for which a permanent pacemaker was implanted. There were also seven (7) patients who had access site hematomas, with no indication of treatment/resolution. There was also one (1) patient with a ¿left main dissection,¿ with no indication of treatment/resolution. The article did state that there were no ablation ¿procedure-related complications.¿ of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the ablation catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.